Event description:
The device was returned due to electrical hardware failure (12v). Upon return, the device started up with state 1 alarm. Log files indicate an air compressor issue. Verified 12v present at sub assemblies. Performed recharge test and unit failed. Installed engineering test pneumatic assembly. Performed recharge test and unit passed. The air compressor will be removed and replaced during repair process before being sent to the test line for full functional. During investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced with new batteries.

Event description:
The following has been reported: biomed reported: "red service needed error" patient harm: no. A preliminary review of the logs identified the following issue: electrical hardware failure (12v). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.